Event description:
It has been reported to philips that the wireless footswitch was not working. Both battery and wireless indicator leds were flashing red. The system was not in clinical use when the issue was identified. The customer has a wired footswitch installed. No harm has been reported to philips.

Manufacturer narrative:
A philips engineer checked the wireless footswitch and replaced the battery which resolved the battery problem. Philips has identified that the wireless indicator was flashing red due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).